Event description:
According to the reporter, following a laparoscopic gastric bypass procedure, the patient was reoperated 48 hours later due to bleeding from the suture line. A new surgical intervention was performed reinforcing the suture line to complete the case and resolve issue. The patient hospitalization was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.